Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device discarded.

Event description:
As reported: "the patient had a non union roughly 1 year from orif surgery. The patient was revised with a non union take down and had a nail/plate combo for treatment during the revision surgery."

Manufacturer narrative:
Please note the corrections to b1, b5 and h6 device codes. The reported event could be confirmed, although the device was not returned but a couple of images and x-rays were shared which confirms the alleged event. The device was not received for investigation, however a couple of images were shared by the customer which shows the plate to be broken just below the broad segment at the level of the hole. No other images were shared which could help in identifying a definitive reason for breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Since the device was not returned, it was not possible to determine the exact root cause of the issue. Although a couple of x-rays were shared but with the lack of patient data and other relevant event information, a sound clinical opinion could not be gathered, which could explain the reason for non-union at the first place. Most probable cause of the breakage of the plate could be the non-union, however for a definitive reason the device must be available for evaluation. The IFU clearly warns the user that: ¿the implant is intended for temporary bone fixation. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explantation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. The surgeon must warn patient that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or nonunion and that the device has a finite expected service life and may need to be removed at some time in the future.¿. [Original statement(s)]. If the device is returned or if any further information is provided, the complaint report will be updated.

Event description:
As reported: "the patient had a non union roughly 1 year from orif surgery. The patient was revised with a non union take down and had a nail/plate combo for treatment during the revision surgery.". Update: x-rays show that the plate was broken.